Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure within the bile duct two days prior, (patient age and weight unknown). According to the complainant, during the procedure the nitinol core of guidewire came through hydrophilic tip. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
A visual inspection of the device revealed approximately 3 mm of pebax missing exposing the corewire at the distal end. No corewire fracture noted and a small gash in the pebax was also noted. The outside diameter of the wire obtained in several locations of the non-damaged sections was measured and found to be within specification. Although the investigation results indicate that procedural factors may have contributed to the device failure we are unable to determine the exact root cause of the complaint. There were no anomalies found with the wire that may have caused or contributed to the final failure of the wire. The gash noted in the pebax indicates that the product may have come into contact with a tool or object during the procedure.